Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the monitor. The fse replaced the power supply of the display in the subsequent case which resolved the issue. The issue reoccurred twice in consecutive days. In the first day, the defective colour monitor was replaced to resolve the issue. Next day, the fse checked the video signal source and found there is something wrong with hospital dvi distributor, which was not grounded, resulted in interfering current through the shielding layer to the monitor. The customer was advised to repair hospital dvi as the problem was not with philips monitor. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently, the system screen went black. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the monitor. The fse replaced the power supply of the display in the subsequent case which resolved the issue. The issue reoccurred twice in consecutive days. In the first day, the defective colour monitor was replaced to resolve the issue. Next day, the fse checked the video signal source and found there is something wrong with hospital dvi distributor, which was not grounded, resulted in interfering current through the shielding layer to the monitor. The customer was advised to repair hospital dvi as the problem was not with philips monitor. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.